Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that the asr cup and head was removed and replaced with sector pinnacle cup and constrained liner and 12/14 32mm head. Update nov 6, 2017 additional information received for the following; revised for hip pain. Update jan 26, 2018: litigation records received. In addition to what were previously alleged, litigation alleges metal toxicity, stiffness, discomfort, weakness, limited mobility, anxiety and impaired adl. Added stem since reported hip construct is asr. Added new associated contact. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture device revision or replacement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient started to develop osteolysis on her x-rays including moderate loss of bone around the greater trochanter. After review of medical records patient was revised to address osteolysis surrounding the previous metal-on-metal right total hip arthroplasty. Revision notes reported a large amount of greyish-black pseudotumor and prominent missing segment of the dgreater trochanter. The trunnion appeared quite healthy with very little corrosion. Surgical pathology report of the joint prosthesis shows necrosis, hemorrhage, foreign body reaction, chronic inflammation and fibrosis. Doi: (B)(6) 2009 - dor: (B)(6) 2017 (right hip).